Manufacturer narrative:
The device was returned for analysis. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The lot number was not provided.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the sutures of the first proglide were deployed successfully; however, there was difficulty removing the second proglide device after deployment even though the foot had been closed with the lever prior to attempting to remove the device. Cut down surgery was performed to remove the proglide device from the patient anatomy and the procedure was completed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.